Event description:
It was reported that the patient started falling in (B)(6) 2012 and the health care provider (hcp) had ordered magnetic resonance imaging (MRI) be performed. The patient's head and brain were to be scanned because the hcp suspected seizures. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-45, lot# v907288, implanted: (B)(6) 2012, product type lead; product ID 3888-33, lot# v741237, implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3550-39, lot# n330597, implanted: (B)(6) 2012, product type accessory; product ID 3550-39, lot# n322855, implanted: (B)(6) 2012, product type accessory; product ID 3487a-33, lot# v825340, implanted: (B)(6) 2012, product type lead; product ID 3487a-33, lot# v208707, implanted: (B)(6) 2012, product type lead. (B)(4).